Event description:
It was reported that the patient had a return of symptoms. Specifically, the patient was getting up a lot at night and had a hard time to get to the bathroom on time. The patient was implanted with their implantable neurostimulator (ins) last thursday and was told how to increase the amplitude but it didn¿t seem to be helping them. The patient initially reported they were currently on program 3 at 2.1 where it was noted that they ¿feels it¿ in the buttock area but not strong. It was then reported that the patient was at 2.30 where they felt the stimulation ¿a little bit¿ but it was comfortable. The patient was able to increase the stimulation to 2.55 and stated that they felt the stimulation in their toes. The patient then decreased it to 2.30. The patient was going to leave it at this setting and track their symptoms. The patient had a follow up appointment with their doctor on thursday. The patient was not told if it was okay to change the program. Additional information received the next day reported that the patient felt tingling in their foot and that the stimulation was too high. The patient was able to decrease the stimulation from 2.30 to 2.20. The patient then worked with their family member last night and was able to lower it again to 2.05 today. The patient stated that they felt the stimulation in their right foot today. The patient tried to adjust the stimulation today and ¿pushed all the buttons but now the screen they were familiar with disappeared (not getting 2.05 with the bars¿). The patient placed the antenna over the ins and was able to synchronize and saw the stimulation was on at 1.90. The stimulation was then turned down to 1.60 and the patient stated that the feeling it in their foot like before. The patient was going to try the 1.60 setting and talk to their healthcare professional (hcp) the next day for their first visit. It was noted that during the trial, the patient felt it in the bicycle seat area and in their crotch (¿would go up and go back down¿). The patient stated that they did not feel the stimulation in the bicycle area but tingling in their foot. It was reported that the stimulation was in the wrong location and, not long after implantation, they felt the tingling in their right foot. It was unknown if they had been programmed with different programs or if the doctor did programming. It was noted that the manufacturer¿s representative came in after they had recovered from the implant and spoke to them ¿and hooked him up and said do this do this and if it was too strong do this¿. The patient stated that ¿I didn¿t realize, I felt it in my foot until I got home. What triggered me was that I had my hand by my stomach and I was in my chair and I was getting little pulse in my hand next to my stomach/very faintly/like static electricity then I realized hey, it¿s pulsing in my foot¿. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. There was no noted appointment date.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0g3jv, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).